Event description:
The complainant has reported that a female patient underwent a therapeutic hydrothermal ablation procedure for treatment in 2003. Approximately half way through the procedure, the patient began to move uncontrollably. The patient moved upwards on the table which resulted in the hysteroscopy exiting the cervical os into the vagina. This resulted in superheated fluid coming in contact with the cervix, vulva, vagina and rectum causing second degree burns. The patient required medical treatment for the burns. The complainant indicated that the patient sustained residual scarring, location not specified.